Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the pigtail catheter was placed in the non-coronary cusp (ncc) complete heart block (chb) occurred. The patient¿s native rhythm was found, however, chb occurred again during the pre-implant balloon aortic valvuloplasty (bav). One day following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received indicating that approximately 7 months and 2 weeks later, the patient passed away. The cause of death was acute worsening of chronic heart failure triggered by an infection due to cellulitis.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: unknown), product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: unknown), product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the pigtail catheter was placed in the non-coronary cusp (ncc) complete heart block (chb) occurred. The patient¿s native rhythm was found, however, chb occurred again during the pre-implant balloon aortic valvuloplasty (bav). One day following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.